Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information. The device manufacturer date in section h4 was incorrect or missing in the previous report therefore h4 has been updated with the correct information.

Event description:
Devilbiss healthcare was notified of an incident by a provider involving an oxygen concentrator that started smoking and was very hot while in use. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss healthcare is currently investigating the incident, including retrieving the device for evaluation. An update will be filed if additional information becomes available.